Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. The reporter informed the company that the product had been discarded.

Event description:
Brush heads have fallen off / became loose [device breakage]. No adverse event [no adverse event]. Case description: a female consumer of unspecified age reported via phone on (B)(6) 2016 that after a few days of use with an oral-b rechargeable toothbrush, version unknown, the oral-b power oral care refills precision clean (sensitive) had fallen off. The consumer stated that the first one became loose in a week, and then a second one was the same. The consumer noted that she had discarded the toothbrush heads. No symptoms developed.